Event description:
It was reported that significant capsular fibrosis causing lens vaulting was noted approximately six weeks after implantation. Patient also complained of decrease in vision. The surgeon made an attempt to reposition the lens, but was not successful. Approximately three months after lens implant the surgeon cut most of the lens, but one haptic could not be removed. He replaced the lens with a 3 piece lens. This report pertains to the patient's left eye.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.